Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurate high compared to his secondary meter the onetouch ultramini meter. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests between five to seven times a day and manages his diabetes with humulin insulin (via insulin pump) based on both his food intake and his blood glucose result. The patient alleged that the issue began approximately 20 minutes prior to contacting lfs (on (B)(6) 2011). The patient confirmed he obtained a blood glucose result of "201mg/dl" with the subject meter and "62mg/dl" with his onetouch ultramini meter, performed approximately a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Approximately 30 minutes before the alleged issue began the patient confirmed he was experiencing a symptom of shaking. The patient does not recall his last blood glucose result prior to the onset of his symptom and denied making any changes to his diabetes management, food intake, or activity level before his reported symptom began. In response to his symptom, the patient corrected and clarified he immediately administered self-treatment by drinking a can of soda and felt better approximately 30-45 minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is no indication of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.